Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio downloaded the electronic records from the device and observed that there were multiple charge-pak (cp) removal and replacement events logged; however, the device was returned without a cp installed.  Physio then installed a test cp and found no discrepancies with it remaining installed in the device. Additionally, the device had logged 21.8 lifetime hours of on time in the memory, which resulted in the depletion of the device's internal hybrid layer capacitor (hlc) batteries which prevented the device from powering on.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display and would not power on when prompted. There was no patient use associated with the reported event.